Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was causing phrenic nerve stimulation and was undersensing, unable to sense p-waves. The lead was programmed off and then at device change out, the physician elected to implant a single chamber device and cap the lead. No further patient complications have been reported as a result of this event.